Manufacturer narrative:
Additional devices included on this report are as follows: catalog #tgmr373720/ serial (B)(4)/ UDI (B)(4) which is captured in manufacturer report #2017233-2022-03399. Catalog #tgmr313120/ serial (B)(4)/ UDI (B)(4) which is captured in manufacturer report #2017233-2022-03399. Catalog #tac124020a/ serial (B)(4)/ UDI (B)(4) which is captured in manufacturer report #2017233-2022-03398. Catalog #tsb121506a/ serial (B)(4)/ UDI (B)(4) which is captured in manufacturer report #2017233-2022-03398. Catalog #dsf2665/ serial (B)(4)/ UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent emergency treatment of a symptomatic zone 0 dissecting aneurysm using gore® tag® thoracic branch endoprostheses (tbe) and gore® tag® conformable thoracic stent grafts with active control system. A gore® dryseal flex introducer sheath and a gore® tri-lobe balloon catheter were used as accessories in the procedure. The patient's anatomy was reported to be extensively tortuous. On (B)(6) 2022, the gore representative was made aware that the patient had spinal cord ischemia which was observed on the evening of the index procedure. It was reported that a non-prophylactic spinal drain was placed post-procedure and a plan was made to discharge the patient to a rehab center. The spinal cord ischemia is ongoing. On (B)(6) 2022, it was reported that the patient's symptoms are improving.

Manufacturer narrative:
H.6. Investigation findings: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d12 added. According to the gore® tri-lobe balloon catheter instructions for use, adverse events which may require intervention include, but are not limited to, embolization and local neurologic damage. H.6. Investigation findings: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.